Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing similar events for the maxi move passive floor lift it has been found a low number of similar cases where a spreader bar came loose from the lifting arm of the device. With the amount of sold devices and comparison to daily usage of them, we find the occurrence rate since 2011 to be low. The device was inspected by an arjohuntleigh representative at the customer site. Due to the reported malfunction (spreader bar disconnection) it was found to be out of its specification. The device was being used for the patient handling and in that way contributed to the reported event. Please note that no injuries to the resident, neither the caregiver reported were reported. The spreader bar (that holds the sling and patient) to the t-bar (that connects to the lift device) attachment is called the "lock and load system" in the labeling of the device. The lock and load system is designed so that, when the spreader bar is connected to the t-bar, only a manual lifting of the spreader bar would allow separation of the spreader bar. Furthermore, during this manual lifting of the spreader bar, a secondary component called the retaining catch would need to be manipulated in order to allow for the separation. This retaining catch is designed to prevent an inadvertent separation of the spreader bar due to an unintended upward force applied to the spreader bar. This complaint concerns an event where a resident was lowering into a wheelchair. In this transfer situation the most likely circumstance for the separation of the spreader bar from the lift device would be that the spreader bar was lowered onto a solid object when lowering down, with the lock & load system not engaged correctly. It is likely that the wheelchair could contribute to the detachment - e.g.: lowered onto chair's arm rests and the user kept pushing handset down button. The received information showed that there was a malfunction with the spreader bar: guiding pins of the spreader bar allowing its attachment to t-bar were bent and damaged and the flange spacers in the t-bar were worn. It was noted also that the spreader bar has been hit; it has damage and paint peeling. Performed use simulations showed (test report (B)(4)) that it is not likely that a damaged guiding pin could have caused or contributed to the spreader bar's detachment. From the available information the spreader bar detachment is limited to two possible scenarios. Spreader bar was incorrectly placed on the top of the t-bar and the lock & load system was not correctly engaged. Spreader bar hit an obstacle during lowering as it requires an upward force which is greater than the weight supported by the lock & load system. This complaint concerns an event where a resident was transferred to the wheelchair. The possibility that the spreader bar was correctly engaged in the t-bar when the patient was lifted down the surface is considered unlikely, as the separation of the spreader bar would require applying an upward force superior to the weight of the patient and spreader bar and also malfunctioning of the lock, which was not detected during the device evaluation at the customer's site. The maxi move instruction for use, operating and product care instructions, is attached with each device. IFU (04.km.00 from april 2006) informs how to disengage and install spreader bar in safe and correct way: "to remove an existing attachment, hold the unit carefully and to release, depresses the retaining catch on the attachment yoke. Then lift the yoke upwards and away from the carrier, store carefully for future use. Select the attachment required then carefully lift the unit up and allow the recess in the yoke to fit around the carrier shaft. Ensure the yoke drops down over the carrier and the retaining catch engages. It warns also: "check to see that the yoke is locked in place by trying to lift the yoke without pushing in the retaining catch." Furthermore: "ensure the spreader bar is securely connected to the jib before commencing with the lifting procedure." For the maneuvering with the spreader bar the instruction for use warns: "before and during operation of the powered dps spreader bar, ensure all obstructions are well clear of the spreader bar, support frame and jib." In 'care of your maxi move' section instruction for use informs about daily checks, it includes: "check that all external fittings are secure and that all screws and nuts are tight." From the received information and our evaluation as presented above, use error cannot be ruled out as not correctly engaging spreader bar and its poor condition most likely contributed to the reported event. It is also considered likely that spreader bar was lowered onto rigid surface (wheelchair) and incorrectly attached spreader bar was pushed upwards. This is in line with other similar reportable complaints and our test simulations. The received information and our evaluation as described above are showing that if maxi move's handling procedures had been followed in accordance to instruction for use, there would have been no patient or caregiver at risk. The device was not to specification, it was used for patient handling and due to its condition and likely due to use error contributed to the outcome of the event.

Event description:
As reported to arjohuntleigh on (B)(6) 2016, when the resident (female, (B)(6)) was lowering with the maxi move passive floor lift into the wheelchair, the spreader bar came off the t-bar (lifting arm) assembly - it got disconnected. The caregiver immediately noticed this separation and caught the spreader bar. She got it out of the way of the resident. The lift was taken out of service after the event. No injuries to the resident, neither the caregiver reported.